Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 was jammed and failed to open. A field service engineer (fse) found that the auxiliary drawer 5, a matrix drawer, was clicking but not opening. After removing the back panel, the fse found the u-pin split in half and replaced it. The drawer was tested successfully in the hardware test application, and the customer logged in and confirmed recovery of storage. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had jammed and failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.